Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastrectomy, while firing, the device stopped at the distal part of staple line.